Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. The patient had previous ablation and pericarditis after last ablation (unknown period of time). A perforation of the left atrium was noticed as the patient¿s blood pressure dropped. The perforation was confirmed by ice. A pericardiocentesis was performed, unknown what volume of fluid was removed. The event occurred during ablation phase. There is no further information about the hospitalization and if any additional intervention was performed. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is uncertain. The physician stated to felt stiffness on the catheter, however, there was no malfunction reported with any bwi product (catheters and systems) used during the case. Settings during the event include: power control mode between 30 to 35 w, no temperature cut offs, flow at a constant 30 ml/min during ablation and 2 ml/min during mapping. Patient received act and range was maintained between 350 and 400 s. Needle used for transseptal puncture, brockenbrough (non bwi product) and an 8 f short sheath (non bwi product). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient had previous ablation and pericarditis after last ablation (unknown period of time). A perforation of the left atrium was noticed as the patient¿s blood pressure dropped. The perforation was confirmed by ice. A pericardiocentesis was performed, unknown what volume of fluid was removed. The event occurred during ablation phase. There is no further information about the hospitalization and if any additional intervention was performed. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is uncertain. The physician stated to felt stiffness on the catheter, however, there was no malfunction reported with any bwi product (catheters and systems) used during the case. Settings during the event include: power control mode between 30 to 35 w, no temperature cut offs, flow at a constant 30 ml/min during ablation and 2 ml/min during mapping. Patient received act and range was maintained between 350 and 400 s. Needle used for transseptal puncture, brockenbrough (non bwi product) and an 8 f short sheath (non bwi product).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on january 28, 2015. The analysis has begun, but is not completed at this time. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4); product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4); product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4); product: lasso® nav eco variable catheter, us catalog # d134302, lot # 17132046l. (B)(4).